Event description:
A customer reported that they were unable to run an auto gas in ophthalmic console. The details about procedure and patient impact was not reported. Additional related information was requested several times, with none provided till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue and was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatics module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. The pneumatics module passed all functional tests. The reported event was not replicated, and the sample performed as intended. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).